Manufacturer narrative:
Patient information was unavailable from the site. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Manufacture date not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the tracer registration failed several times. The collection of points would start okay and in the middle of the registration the software would start collecting points out side of 3d model with no apparent reason, resulting in failed registration. Surgery was performed with axiem and flat panel. There was less than an hour delay in the procedure. No impact on patient outcome.